Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation was ruptured. Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2015.

Event description:
It was reported that a lead integrity alert was triggered due to the sensing integrity counter (sic) and lead impedance variation on the right ventricular (rv) lead. There was noise noted on stored vt-ns (ventricular tachycardia-nonsustained) episodes and a recent jump in impedance as well on the rv lead. The rv lead was explanted and replaced. Additionally, it was reported that there was an o ver/under-sensing issue with the atrial lead, as there was low p-waves and far-field r-wave sensing. It was noted that the patient had chronic afib (atrial fibrillation). Therefore, the atrial lead was programmed off. No patient complications have been reported as a result of this event.